Event description:
In 2008, the patient's husband reported the patient is in the emergency room of the hospital with elevated blood glucose levels. He stated her most recent reading was over 400 mg/dl. He said the incident began this morning on their way to the airport when the patient, because she was a little stressed, took her blood glucose reading and found it to be high. He said she then tried to bolus but received an occlusion message on her insulin infusion device. He said the ems was called and she was taken to the hospital where she is on an IV. To troubleshoot, the patient's husband was instructed to run a bolus into the air which went through without error and was repeated with the same success. On follow up with the patient on two days later, she stated her symptoms at the time of the incident were blurred vision and nausea. She said she was stressed due to missing their flight and later experienced an anxiety attack when her readings elevated. She stated the hospital treated her for the anxiety attack and gave her insulin for the elevated readings. She said she was released the same day after her readings stabilized. She stated she called and a company rep suggested she change her infusion set. She said she did so, and had no further issues until last night when she received another occlusion message. She stated she disconnected and was able to successfully bolus into the air, so she again changed her infusion set. Site rotation and management were discussed with the pt, and it was suggested she try an infusion set with a longer needle. Complimentary infusions sets and a guide to site mgmt were sent to the pt. No product was available to be returned for eval.

Manufacturer narrative:
No product will be returned for eval.